Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
On (B)(6) 2026, the patient suffered an acute myocardial infarction and was in critical condition. As a life-saving measure, an intra-aortic balloon (iab) was inserted. The procedure was technically challenging because ultrasonography revealed severe calcification of the lower-extremity arteries. Under ultrasound guidance, the iab was eventually inserted with considerable difficulty, resulting in stabilization of the patient's hemodynamic status. The patient subsequently underwent successful coronary artery bypass grafting (CABG). On (B)(6) 2026, during attempted removal of the iab, the balloon became entrapped within atherosclerotic plaque and could not be withdrawn through the vascular access route. Vascular surgeons and general surgeons were consulted, and surgical exploration of the abdomen and groin was performed with arteriotomy to facilitate removal of the balloon. Intraoperatively, the abdominal aorta and common iliac arteries were found to be severely calcified, with marked stenosis and near-complete occlusion in some segments. Due to the extensive vascular calcification and unfavorable anatomy, complete retrieval of the device was not possible. Consequently, a small sterile fragment consisting of the balloon tip remained lodged at the aortic bifurcation and the origin of the iliac arteries. The patient's native vessels were already severely calcified and nearly occluded. Postoperatively, there was no evidence of lower-limb necrosis or infection. Cardiac recovery was satisfactory, and the patient's myocardial condition healed successfully. The patient was subsequently transferred to a tertiary referral center for further evaluation and management of lower-limb ischemia.